Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that 17 months post implant, the pt presented with type 2 endoleaks which were found to be coming from the ima and a lumbar artery. This caused the aneurysm sac to expand to 7.6 cm x 6.9 cm. The decision was made to coil embolize the ima and the lumbar artery at a later date. On the morning of the procedure, the pt presented emergently with abdominal pain and was sent to surgery. Upon entering the abdomen, there was fluid surrounding the aneurysm sac. The fluid was not blood but an edema; therefore, the sac was not opened. The ima and the lumbar artery were ligated and the abdomen was closed without performing and arteriotomy. The size of the aneurysm sac started to decrease almost immediately and the pt is fine. No add'l clinical sequelae were reported.

Manufacturer narrative:
.